Event description:
It was reported by service report that that track was broken in half and was no longer operable. Repaired and returned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.